Event description:
In 2006 - surgery for recurrent incisional hernia relating to bariatric surgery undertaken in 2001. Kugel mesh was used as the implant. In 2006 - pt admitted acutely for an ultrasound and drainage of recurrent seromas in his abdomen. The consultants opinion is that these were unrelated to the mesh. Pt has continued to complain of abdominal pain and was aware of the rigid margin of the mesh in his abdomen. The surgery was an elective admission for the planned removal of the mesh. The procedure was uneventful. The mesh appeared to be intact and was solidly incorporated with overlying fibrosis. The mesh was removed. Minimal adhesions were discovered and the mesh was not replaced. The mesh has been sent to the manufacturer for investigation due to ongoing pain suffered by the pt following implantation. The following day - re-operation for drainage of a wound collection. The consultant again believes that these are unrelated to the mesh and its subsequent removal.

Manufacturer narrative:
Subject product returned for evaluation. There was some distortion of the mesh observed. Distortion possibly due to stresses placed on mesh while implanted or during explantation. There is no way for us to conclusively determine what part the mesh played in the pt's problems.